Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with a stryker accolade system on her left hip on (B)(6) 2005. A subsequent surgery on or about (B)(6) 2015 was performed and the femoral head component was exchanged with an lfit anatomic cocr v40 femoral head on her left hip.